Manufacturer narrative:
Date rec'd by MFR: 30jan2019. The customer returned the three station solenoid to philips for failure investigation. Testing revealed that the customer complaint was caused by open windings at the safety valve solenoid. Replacement of the safety valve solenoid corrected the failure with the three station solenoid. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 26nov2018. Philip's field service engineer (fse) replaced the replaced crossover solenoid and 3 station solenoid. The unit passed performance verification tests and returned to service after the repair was complete.

Event description:
Philip's field service engineer (fse) reported that the patient wye was not blocked. There was no patient or user harm reported.

Manufacturer narrative:
Date rec¿d by MFR: 04feb2019. The three station solenoid was returned to philips for failure analysis. Testing revealed that the customer complaint was caused by open windings in the safety valve solenoid. Replacement of the safety valve solenoid corrected the failure with the three station solenoid. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.